Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 490 mg/dl. The customer reported hyperglycemia was treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-441ag, mmt-342, mmt-1884l. Troubleshooting was performed and confirmed customer received the reported issue high blood glucose. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer was not using the auto mode/smartguard feature at the time of the event. Auto mode/smartguard unable to enter auto basal cust is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. High bgs/under delivery customer reported high bgs. No further patient complications were reported. It was unknown whether continued using the device or not. No product return is required for mmt-441ag. No product return is required for mmt-342. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.